Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant procedure, the pulse generator exhibited rf telemetry anomaly and complete interrogation could not be performed. The device was not used and replaced. No patient was involved in the event.